Manufacturer narrative:
Product ID 3387s-40, serial# unknown; product type lead product ID 3387s-40, serial# unknown; product type lead (B)(4). Analysis of the lead found a breached esc on the outer insulation of the medial lead segment.